Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that a rep is needed to come program the patient because therapy is not effective. Caller states the device is providing stim but not relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient has had an increased amount of back pain, and it is getting worse which started in the last couple of months. The patient had also noticed that his implantable neurostimulator has shut off about twice a month on its own. This issue started occurring a couple of weeks prior to the report, and he does not know what is causing it. The patient does have adaptivestim settings but noticed that his implantable neurostimulator only shuts off at night and then he has to turn stimulation back on in the morning. The patient implantable neurostimulator has been fully charged when this issue occurs. The patient and health care professional would like a manufacturer representative to check the settings and the issues. The patient has an appointment scheduled with his health care professional for (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had ceased going to his normal pain clinic as he had set up meetings with a manufacturer representative several times before; however, the patient felt that he was not making any progress with his back pain. The patient was looking to meet with a manufacturer representative again to continue with reprogramming at his new facility. There were no further complications reported.